Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the medication rosuvastatin, methylpred, oxycodone was not available on the patient profile. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient med profile not appearing on cabinet. A technical support specialist verified that both rosuvastatin tab 5mg and methylpred tab 8mg are unavailable in the cabinet for issuing. Pharmacy restock was required. For oxycodone tab 5mg, the profile quantity needs to be updated from 0.5 to 1. Additionally, the customer must either obtain a new prescription from the pharmacy or adjust the pharmacy filled quantity from 6 to 0. Attempted to contact the customer to relay this information but reached voicemail. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the medication rosuvastatin, methylpred, oxycodone was not available on the patient profile. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.